Event description:
The customer reported that the autopulse nxt platform (sn (B)(6) overheated after less than 20 minutes of use on a trauma patient. The hygiene barrier was in place during the event. The platform displayed a yellow warning light, stopped compressions, and emitted a hot/electrical smell. After replacing the battery, the platform restarted, performed a few compressions, and stopped again. The customer recreated the event in simulation and confirmed that the autopulse platform overheats after 20 minutes of continuous compressions, with or without the hygiene barrier in place. No additional information was provided. The patient's status information was requested, but the customer did not provide a response. No safety issue was reported. Upon follow-up, the customer mentioned that the reported issue was resolved in-house and that the device will not be returned for evaluation.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. No safety issues were reported. The autopulse nxt platform will not be returned for investigation because the customer has resolved the reported complaint in-house and no service is required.